Event description:
Plaintiff alleges parts of the metal frame caused wires to become severed, which resulted in an electrical short and eventual fire. Pt is reported to have died as a result of the fire.